Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that their daughter's pump has a blank display. The customer's blood glucose is unknown. The caller said that the pump display is black and the red light is blinking. Stated that they pressed button for more than 3 minutes. The caller said that this happened while the customer was walking and then the pump just began to vibrate. They are calling back with a blank display after a pump rest. The customer also mentioned that the pump was clipped to her waist and she thought that she had a button error but she was not pushing any buttons. Tried to assist the customer with putting the pump into storage mode but the pump would not turn off. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and selftest. No blank display during testing. The battery tube connector plugged in properly during visual inspection. Unable to perform displacement test due to missing retainer. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing reservoir tube o-ring, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.